Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the image being grainy and dull was unconfirmed. The unit was powered up and the image appeared normal it was observed that the "depth setting" were as followed: 1cm,1.5cm,3cm activated, and brightness at 100%. After the depth setting was changed to 4.5cm and brightness turned down to 90% the image appeared normal and the unit operated as expected. The root cause of the reported failure is inconclusive as the reported issue could not be reproduced during evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, clinicians are complaining about the image being grainy and dull after updating sw version. No other information was provided.